Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that her blood glucose level went from 461 mg/dl to 524 mg/dl after treating with an insulin pen. The customer had not bolused for lunch and was stressed. The device was not returned.